Manufacturer narrative:
Patient weight not available from the site. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative, tested the navigation system using the same c-arm used in the surgery and was unable to replicate the inaccuracy. A software investigation was completed but was unable to determine probable cause without further information since the behavior cannot be replicated. No further relevant issues reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure the surgeon alleged the navigation system was approximately 2 mm inaccurate. The medtronic representative reported the inaccuracy was alleged to be off superior and inferior. The inaccuracy was reported to have been noticed prior to placing first screw. The surgeon completed the procedure with the use of the navigation system and compensated for the 2mm inaccuracy in the sw when placing screws. The surgeon was able to use the initial ap and lateral images to place the screws and confirmed that the screws were placed accurately with a post-op scan. There was no reported delay due to this issue. There was no impact on patient outcome.